Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that, during implant procedure, high hv lead impedance was measured. The device was replaced. The patient was reported to be in good condition post procedure.